Manufacturer narrative:
Box h: evaluation results code grid: from c92041 to c92097. Component code grid: from c50004 to c49947, c50137, c49956, c49896 and c49892.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2024-62621. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
Report source/other: third party service center. Evaluation method code grid: from c139464 to c139458. Evaluation results code grid: from c92143 to c92041. Component code grid: from ni to c50004. Conclusion code grid: from c91868 to c91869.

Event description:
The manufacturer became aware of an allegation of everflo intl opi that the patient alleges equipment is on fire. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the power cord europe, front and rear cabinet is damaged, compressor is defective (burnt), opi concentrator tubing are of use is yellowed and fissure and is losing air, flowmeter is broken, defective capacitor, need to replaced fan assy, pca defective, microdisk filter need to replaced, din outlet cover is missing and t-pressure regulator to be replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.